Event description:
Regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during her automated peritoneal dialysis therapy. Per initial report, the home pt disconnected from the homechoice machine by pulling out the transfer set then reconnected. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.